Manufacturer narrative:
Device received with blank display due to moisture damage on electronic board stack. Unable to perform displacement test and self test due to blank display. Corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level unknown. Customer slept on the battery change alarm and woke up with no display. Customer stated the display was not blank less than 30 seconds and display was not blank currently. Customer stated battery cap was neither damaged nor corroded. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer reported that the display did not return after insulin pump restart. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.